Event description:
Clinical trial. Same case as MFR# 6000093-2006-01734. It was reported that the pt experienced a myocardial infarction (mi) immediately post index procedure and on day 24. The pt presented with worsening exertional angina for the index procedure. Catheterization revealed severe disease in the left circumflex (cx) and 50-60% stenosis in the left main. The index procedure treated a de novo lesion in the cx. Pre stent ivus was used. The physician proceeded to direct stent the lesion with both a 3.0 x 16 mm and a 3.0 x 20 mm taxus express2 stents. The stents were not overlapping. The pt received integrillin as well as unfractioned heparin during the procedure. The physician reported excellent angiographic results. The next day, the site reported increasing enzymes, and reported a non q-wave mi. The pt experienced no symptoms. Integrillin was continued for another day, and enzymes were followed until "clear". On day 24, the pt experienced another non q-wave mi. The pt was taking aspirin and plavix at the time of the event. No further info is available regarding this event.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.